Manufacturer narrative:
Concomitant medical products: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, lot #: 18439991, description: next generation anchor kit-sterile sc-1132 (sn (B)(4)). The source of the complaint was not determined. Dc leakage and current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Sc-2218-70 (sn (B)(4)) the lead was cut during the explant procedure, and the distal tip was not returned. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. X-ray inspection found no cable breakages. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 (ln 18439991) as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure and the physician believed that the patient had an infection because the tissue that came out did not seem to be healthy and the incision was not healing. It was also believed that the patient was allergic to the devices.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure and the physician believed that the patient had an infection because the tissue that came out did not seem to be healthy and the incision was not healing. It was also believed that the patient was allergic to the devices.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics after the explant procedure. The physician believed that the infection was not device related.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure and the physician believed that the patient had an infection because the tissue that came out did not seem to be healthy and the incision was not healing. It was also believed that the patient was allergic to the devices.